Manufacturer narrative:
As no lot number has been provided with this complaint, it has not been possible to complete a manufacturing review of the product. In the initial complaint report it was stated that the application site was not shaved prior to application. This is confirmed in a picture provided. The IFU states that hair must be removed from the application site. This complaint can therefore be attributed to use error.

Event description:
It was reported to nmt on 4/11/2024 that a patient received a second degree burn from the grounding pad. The grounding pad burn was on the upper thigh of the patient and they were transferred to the dermatology clinic after the procedure was completed, some burn medication was to be prescribed. The application site for the pad was not shaved as required by the IFU.